Event description:
It was reported that a patient enrolled in a clinical study underwent a total left hip arthroplasty on an unknown date. Subsequently, patient underwent an open reduction and internal fixation procedure on (B)(6) 2008 due to periprosthetic fracture of the femur. Additional information received from clinical data regarding patients enrolled in a clinical study indicates patient underwent left hip revision on (B)(6) 2008 due to poly wear.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2013-04821 & 2014-00673).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that a patient enrolled in a clinical study underwent a total left hip arthroplasty on (B)(6), 1985. Patient underwent a left hip revision procedure on (B)(6), 2008 due to poly wear. Subsequently, patient underwent an open reduction and internal fixation procedure on (B)(6), 2008 due to periprosthetic fracture of the femur.

Event description:
It was reported that a patient enrolled in a clinical study underwent a total left hip arthroplasty on an unknown date. Subsequently, patient underwent an open reduction and internal fixation procedure on (B)(6) 2008, due to periprosthetic fracture of the femur. No further information has been provided to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.